Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information regarding a repaired dreamstation auto bipap device with complaint of white chunks like snowflakes in the water reservoir. There was no patient harm and injury. Additionally, a troubleshoot of device was completed. Rt spoke and completed troubleshooting with 2 people - patient and employee from sleep health doctor office. The caller rinses the reservoir out thoroughly with distilled water for several minutes based on rt's request, no white chunks or specs have been seen further. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a repaired dreamstation auto bipap device with complaint of white chunks like snowflakes in the water reservoir. There was no patient harm and injury. Additionally, a troubleshoot of device was completed. Rt spoke and completed troubleshooting with 2 people - patient and employee from sleep health doctor office. The caller rinses the reservoir out thoroughly with distilled water for several minutes based on rt's request, no white chunks or specs have been seen further. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and no evidence of visible foam particles was found. The technician confirmed that there were no particles in the air path. No secondary findings were reported during the evaluation. The third-party service center concluded that they couldn't confirm the customer's allegation, and the unit was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Date received by mfg (rfb) has been updated. Evaluation method code, evaluation result code, component code and conclusion code have been updated.